Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went down to 34 mg/dl. They treated the low blood glucose with glucose tablets and honey. They declined troubleshooting for the insulin pump. The device will not be returned for analysis.